Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy ). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: tubes successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain.") In a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included non-tobacco user, crohn's disease and bacterial vaginosis. Concomitant products included ethinylestradiol; norgestimate (ortho-tri-cyclen lo) and paracetamol (acetaminophen) since 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), menorrhagia ("abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 20 days after insertion of essure. In 2008, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with nsaid's and surgery (she underwent a total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving, the menstrual disorder, vaginal infection, dyspareunia, anxiety, depression, menorrhagia and vaginal haemorrhage outcome was unknown and the dysmenorrhoea had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepant date of insertion also mentioned (B)(6) 2007. Diagnostic results: on (B)(6) 2008 - hysterosalpingogram - screw wire in area of ovarian duct with complete occlusion of ovarian ducts. Most recent follow-up information incorporated above includes: on 30-nov-2018: pfs received: new event abnormal bleeding (vaginal), abnormal bleeding(menorrhagia) were added. Outcome of dysmenorrhoea updated to recovered / resolved. Concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain.") In a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included non-tobacco user, crohn's disease and bacterial vaginosis. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2010, 2 years 11 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (she underwent a total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menstrual disorder, vaginal infection, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menstrual disorder, pelvic pain and vaginal infection to be related to essure. The reporter commented: discrepant date of insertion also mentioned (B)(6) 2007 diagnostic results: (B)(6) 2008 - hysterosalpingogram - screw wire in area of ovarian duct with complete occlusion of ovarian ducts. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received- reporter information, patient details, other relevant history, product information, events- infection (bladder/ urinary tract/vaginal) type: vaginal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain.") In a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included non-tobacco user, crohn's disease and bacterial vaginosis. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2010, 2 years 11 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (she underwent a total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal infection, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menstrual disorder, pelvic pain and vaginal infection to be related to essure. The reporter commented: discrepant date of insertion also mentioned (B)(6) 2007 . Diagnostic results: (B)(6) 2008 - hysterosalpingogram - screw wire in area of ovarian duct with complete occlusion of ovarian ducts. Most recent follow-up information incorporated above includes: on 14-may-2018: shortly after essure removal she had a decrease of her pain. Outcome of event updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain.") In a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included non-tobacco user, crohn's disease and bacterial vaginosis. Concomitant products included paracetamol (acetaminophen) since 2007. On (B)(6) 2007, the patient had essure inserted. In 2008, 2 years 11 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with nsaid's and surgery (she underwent a total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal infection, dysmenorrhoea, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menstrual disorder, pelvic pain and vaginal infection to be related to essure. The reporter commented: discrepant date of insertion also mentioned (B)(6) 2007. Diagnostic results: (B)(6) 2008 - hysterosalpingogram - screw wire in area of ovarian duct with complete occlusion of ovarian ducts. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received: event psychological or psychiatric problems condition: depression and mental anguish were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain.') In a 45-year-old female patient who had essure (batch no. 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: * (B)(6)2008 - hysterosalpingogram - screw wire in area of ovarian duct with complete occlusion of ovarian ducts. Concurrent conditions included fibromyalgia since (B)(6) 2012, coronary artery disease since (B)(6) 2012, lymphedema since (B)(6) 2012, non-tobacco user, crohn's disease (surgery in 1997) and bacterial vaginosis. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen lo), ibuprofen from february 2011 to march 2011 and paracetamol (acetaminophen) since 2007. On (B)(6)2007, the patient had essure inserted. On (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), menorrhagia ("abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"), 1 month 20 days after insertion of essure. In 2008, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with nsaids and surgery (she underwent a total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on(B)(6)2011. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the menstrual disorder, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepant date of insertion also mentioned (B)(6)2007 discrepant date of insertion updated from (B)(6)2007 to (B)(6)2007 as per pif mentioned. She received treatment for pelvic pain, vaginal infection, menorrhagia, dysmenorrhea, abnormal vaginal bleeding, dyspareunia diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2008: result not provided.. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. Outcome of events "pelvic pain, vaginal infection, menorrhagia, abnormal vaginal bleeding, was changed to recovered/resolved". Lab data and essure insertion date was updated. Lot number and reporter causality comment was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain.') In a 45-year-old female patient who had essure (batch no. 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: * (B)(6) 2008 - hysterosalpingogram - screw wire in area of ovarian duct with complete occlusion of ovarian ducts. Concurrent conditions included fibromyalgia since (B)(6) 2012, coronary artery disease since (B)(6) 2012, lymphedema since (B)(6) 2012, non-tobacco user, crohn's disease (surgery in 1997) and bacterial vaginosis. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen lo), ibuprofen from (B)(6) 2011 to (B)(6) 2011 and paracetamol (acetaminophen) since 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), menorrhagia ("abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"), 1 month 20 days after insertion of essure. In 2008, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with nsaids and surgery (she underwent a total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on 7-feb-2011. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the menstrual disorder, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepant date of insertion also mentioned 07-dec-2007 discrepant date of insertion updated from (B)(6) 2007 to 07-dec-2007 as per pif mentioned. She received treatment for pelvic pain, vaginal infection, menorrhagia, dysmenorrhea, abnormal vaginal bleeding, dyspareunia diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result not provided.. Lot number:869756 manufacturing date:2011-06 expiration date:2014-06 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.